Event description:
Pt returned to clinic for blood draw. Huber needle placed and 3cc normal saline instilled without difficulty. Pt complained of pain at port site. Unable to aspirate blood from port. Pt repositioned and several attempts were made to aspirate blood unsuccessfully. Physician sent pt for flow study. X-ray demonstrated fractured catheter loose in pt's right atrium, necessitating percutaneous retrieval of catheter fragment.